Event description:
A medtronic representative reported that, while in a spine procedure, the imaging system spin was completed and transferred to the navigation system normally, however, resulted in an inaccuracy off left/right in trajectory 2 view. The surgeon used cranial plating screws on the spinous processes to check accuracy. In trouble-shooting, medtronic representative imported the patient exam to a computed tomography (CT) spine procedure. The surgeon performed pointmerge registration and accuracy was improved. Confirmed frame placement just one level away from where the surgeon was checking. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. A medtronic representative, following-up at the site, reported the surgeon had completed navigating when alleging the inaccuracy. When testing the navigation system, it was found to be accurate, without issue, and found no evidence it had been inaccurate during the procedure. The surgeon accepted the evaluations that the navigation system and the imaging system were accurate and agreed. No further issues have been reported.